Event description:
The surgeon reported the intraocular lens (iol) was stuck at the tip of the delivery system and had an abrupt release during surgery. As a result of the abrupt release, the pt's posterior capsule ruptured. A different lens model was placed in the sulcus. The initial iol was not found. The surgeon plans to do a b-scan examination to determine if the initial iol is in the vitreous. The pt's visual acuity is good and the pt has not complained of discomfort. Add'l info has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Device history records were reviewed and found to meet release criteria. There have been no similar reports for this lot number.